Event description:
It was reported that bare copper wires were exposed with the device during testing at the MFR. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The bare copper wire was observed during visual inspection by the repair tech at the MFR site.